Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: persona cruciate retaining femoral component, catalog #: 42502606201, lot #: 62889901. Persona stemmed natural tibial component, catalog #: 42532007101, lot #: 63112128. Persona all polyethylene patella, catalog #: 42540000032, lot #: 63057793. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address instability and an overgrown patellar bone block. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert pain and instability are known adverse effects of the tka procedure. Root cause was determined to be attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address instability and an overgrown patellar bone block. The tibial bearing was replaced, patelloplasty, and scar excision were also performed. It was also noted that the patient had reported increasing pain with various daily activities. Attempts have been made and no further information has been provided.